Event description:
The pt was implanted with a left ventricular assist device (lvad). Pump exchange reported via receipt of a device tracking form. Additional info received from the vad coordinator states the pt was exchanged off pump. The pt was pulsatile, had tea color urine, ldh 5000, recent tracheal resection surgery which maybe "interrupted" his anticoagulation, but he was heparinized. The pt is safe and was discharged 3-4 days post exchange. There was a visible clot in the pump.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.